Event description:
High rv/svc defibrillators impedance. Svc defibrillators turned off, alerts disabled. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5146377.